Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional, error code, and leaking. The key failure is a 4 way valve that is not switching which addresses all reasons for repair except the unit alarms not functional. Additional malfunctions identified on the irs of defective power switch (aka on/off switch) & horn is directly related to the reason for repair unit alarms not functional. The non-functioning alarm issue from the on/off switch & horn is a reportable event which is the basis of this FDA report.